Event description:
The patient had 2 occipital (off-label) scs leads from the same lot. It was reported the patient experienced loss of left side stimulation. An sjm representative was unable to resolve the issue with reprogramming. Diagnostics showed both low and high impedance values. X-rays revealed the scs lead for the left side had migrated. As a result, the lead was explanted and replaced which restored effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.